Manufacturer narrative:
Main investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file prior to the reported system controller exchange contained data from (B)(6) 2021 through (B)(6) 2021. The log file contained nine driveline power fault alarms on (B)(6) 2021 from 10:42:53 through 11:45:09. Corresponding pwr_a_broken flags were recorded with the alarms on (B)(6) 2021 at 10:42:53 and 10:43:14. Four additional transient pwr_a_broken flags that did not have any corresponding alarms were recorded throughout the log file. The device operated within the set speed parameters for the duration of the log file. No other unusual events were recorded within the log file. The log file appeared to show the device operating as intended. The controller event log file that was submitted after the reported controller exchange did not contain any driveline power faults, and appeared to capture the device operating as intended. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Additionally, the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 7 of the IFU, ¿alarms and troubleshooting, as well as section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 13nov2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01382, 2916596-2021-01383. It was reported that the patient's device alarmed for a driveline fault on (B)(6) 2021 which began while the device was powered by the mobile power unit and continued when switched to battery power. The event log confirmed a driveline power fault at 10:42 on (B)(6) 2021, indicating that power a was broken. The pump was running during these events. It was suggested to keep the device on battery power until further investigation was completed. Imaging of the driveline was requested. The site exchanged the patient's system controller and modular cable without issue. The old equipment was returned to abbott. The log file for the new system controller revealed controller_clock_corrupt alarms, indicating that the controller clock needed to be synced in with the system monitor. There were no further driveline power faults seen with the new controller and modular cable. It was recommended to continue monitoring the patient for further alarms.